Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (con) regarding a patient receiving intrathecal baclofen via an implantable pump for cerebral palsy and intractable spasticity. It was reported that while on the call, the patient mentioned a historical issue, stating that it was very hard to fill the pump and the pump was never in the right spot. The patient's rep stated that the patient's dosage was very high and they were up to 1000 ug's and just had the pump filled last wednesday. The patient's rep stated that the patient had a pump replacement coming up in november.